Manufacturer narrative:
Concomitant medical products: 10010570; 11522558; positive pressure cap; 1000ml hospira bag, ndc 0409-7107-09, lot 62-905-ew, exp 1 aug, 2017, potassium chloride in 5% dextrose and 0.9% sodium chloride; therapy date: (B)(6) 2016. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported while infusing an unspecified infusion at 50cc/hr. The user noticed the IV line was loose and blood was collecting in the cap and leaking. The leak was between the extension set and the ¿positive pressure cap¿. There is no report of patient harm.

Manufacturer narrative:
The customer¿s report of leaking at the connection site of a maxplus valve and extension set was not confirmed or replicated. Visual inspection observed no anomalies. The valve performed as intended and remained connected to the extension throughout investigational testing. The root cause of leaking at the connection site of a maxplus valve and extension set could not be determined.